Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an insulation break. The lead was implanted via the subclavian vein.